Event description:
It was reported, via a healthcare professional, that a gs 90, 90 cm, straight, distal (gs9090sd) was used for an unknown procedure, during which vascular injury occurred with the use of the device. The severity of the event is unknown; however, it was stated that ¿the patient was doing okay after the procedure and the patient was able to move her hand more easily after the procedure than before.¿. The event was reported as such: ¿use of the cerebase radial approach. Case went well but the "intima" (endothelium) came out stuck with the catheter when he pulled out the cerebase after the procedure¿. Regarding if the patient experienced an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing, the answer was recorded as ¿unknown¿. Regarding if the patient required a revision surgery or hardware removal, the answer was recorded as ¿no¿. The patient¿s consequence description was reported as such: ¿patient was doing okay after the procedure. Doctor even mentioned that she was able to move her hand more easily after the procedure than before. He was kind of surprised by this¿. It is unknown if any other medical intervention was required. No further information regarding this event was made available at the time of this review. Additional information was received on 19-sep-2023. Summary: the type of procedure is unknown. The target vessel/site being treated was the ¿radial access, unknown right or left¿. The cause of the event or factors contributing to the event known was ¿small lady, might had small vessel. Doctor is wondering if he would need to change is radial drug cocktail to get vessels more dilated when using radial access¿. It is unknown if the event delayed the procedure, and it was commented that the ¿event [was] noticed at the end of the procedure when pulling our catheter¿. No comment made by the doctor regarding if the event delayed the procedure and if a delay was clinically significant. It was also commented that ¿size of the catheter might have been too big for the vessel¿. The patient¿s baseline neurological status is unknown. The event was treated but no details about the treatment are available. Relevant anatomical information including vessel characteristics (calcification/tortuosity/diameter) were reported as ¿small diameter vessel¿.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section b3 ¿ date of event: the date of the event was not reported. Section d3 ¿ the product lot number was not reported. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Vascular injury is a known potential complication associated with the use of the cerebase device and is mentioned in the instructions for use (IFU) under vessel perforation. There were no reported quality issues / malfunctions related to the cerebrase device, as the device performed as intended. Since the severity of the event is unknown and the correlating relationship between the event and device cannot be ruled out, this event of does meet us FDA reporting criteria under 21 cfr 803, with the classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.